Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the complaint for thermal damage on the shaft. Instead, the evaluation found the teflon pad partially detached from the jaw, exposing metal underneath the pad. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent mechanical and thermal damage to the teflon pad: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a laparoscopic procedure, the device had thermal damage on the shaft. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to correct date recieved by MFR. The evaluation date for the device was may 29, 2018.